Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer attempted to reset the pump but malfunction reoccurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 239 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.